Manufacturer narrative:
Continuation of concomitant products: 429688 lead, implanted (B)(6) 2012; dtba1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.